Event description:
It was reported that this pacemaker exhibited farfield oversensing which led to several inappropriate atrial tachy response (atr) episodes. Technical services (ts) was consulted and reviewed the episode. Further information from the field was requested but unavailable. No adverse patient effects were reported. This pacemaker remains in service.